Manufacturer narrative:
Correction information has been provided in d.4. Additional information has been provided in h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens with 19.5 diopter (extended 1.5 diopters of focus) was replaced with a non-company monofocal 18.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative that after intraocular lens (iol) implantation, the patient experienced starbursts and shadows. The iol was exchanged for unspecified monofocal lens in a secondary procedure. Clinical reason for explant mentioned as positive dysphotopsia. Additional information has been received patient also experienced negative dysphotopsia, scatter off lights. The iol was exchanged with another company lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).